Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin would "clog" in the tubing causing blood glucose (bg) to elevate (value not provided). Customer's nurse informed customer that the brand of insulin being used was "not allowed" in the pump. Customer did not confirm brand of insulin used; however, indicated it may be apidra. Customer switched the brand of insulin and the issue had been reduced. Customer declined to discuss the event with tandem technical support. No additional information was provided.